Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) level over 500 mg/dl. The cause of the elevated bg was unknown. Customer delivered a bolus, changed infusion set, and temporarily increased basal rate to address bg level.